Event description:
A malfunction alarm with the code malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was instructed by technical support to put the pump into storage mode before returning it. A replacement pump was scheduled to be sent under warranty, and the customer was advised to return the faulty pump using a pre-paid label within 10 days.